Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic, increased capture threshold was observed. Programming changes were made. 7 months later when the patient presented in-clinic for routine follow-up, loss of capture was observed. Programming changes were recommended. The patient was in stable condition.